Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a routine clinic visit, inspection found some blood around the driveline. The patient reported possibly having slept on the driveline causing it to be irritated. Doxycycline at twice per day was prescribed for one week as prophylaxis. There were no further issues at time of antibiotic completion. The event reportedly began on (B)(6) 2017 and resolved on (B)(6) 2017.

Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported possible infection event could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.